Event description:
It was reported that the implantable pulse generator (ipg) experienced an electrical reset which caused the device to trigger elective replacement indicator (eri). The device was reprogrammed and the battery voltage was restored to its previous value. It remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered falsely.

Event description:
It was later determined that the implantable pulse generator (ipg) experienced elective replacement indicator (eri) lock up, not electrical reset as previously reported. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.